Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient suffered serious and permanent bodily injuries, including erosion, chronic infections, pain, urinary incontinence, additional surgical procedures and medical treatment as well as the need for extensive future medical care. No other information is available.